Manufacturer narrative:
Additional information received on 31 may 2017 and includes: the revision surgery was performed as planned on (B)(6) 2017 and the tibial loosening was confirmed. Tibial tray and liner only were revised. The surgery was completed successfully. On 09 june 2017 the medical affairs performed a clinical evaluation and commented as follows: partial knee revision surgery in a (B)(6) year-old woman 9 months after primary cemented tka. Radiographic images provided show the presence of radiolucent lines in the medial part of the tibial plateau. Component loosening is a possible, literature described adverse event following tka. Reasons of this event is often unknown. In this case, the patient reported high activity in the last period that may have contributed to the failure but the real cause can't be determined. Batch review performed on 12 june 2017. Lot 161488: (B)(4) items manufactured and released on 25 may 2016. Expiration date: 2021-04-24. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
Knee pain appeared 6 month after surgery. May be the patient walked too much. It seems the tibial plateau is loosened. The revision surgery was planned.